Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began (B)(6) 2020. It was reported that the patient had spoken with their clinician and they stated their device was not working and they planned on moving the lead on (B)(6) 2020. No diagnostics/troubleshooting was performed, and no interventions/actions were taken at the time of the report.